Event description:
It was reported that the customer experienced a button error on her insulin pump even after the battery was changed. The customer's blood glucose level was 167 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.